Manufacturer narrative:
(B)(4). Method codes added to report for device history record (DHR) review.

Event description:
Complaint alleges: while the doctor was loading the jaw, the clips fell on the patient. The doctor completed the procedure using a second applier. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Complaint alleges: while the doctor was loading the jaw, the clips fell on the patient. The doctor completed the procedure using a second applier. No patient injury reported. Patient current condition reported, as fine.